Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a pt in the ed. I-stat: time: 13:25 pm, result: 1.5 ng/ml (no repeat on I-stat). Eci: time: unk, result: 0.020 ng/ml. Repeat on the eci analyzer was <30 minutes after the I-stat result. The suspected discrepant results were not released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.